Event description:
Staff report that they were preparing to use the donjoy iceman cooler at the end of the surgical case. When they started the unit, the device began leaking water at the base of the unit where blue tubing exits the main cooling unit. Staff were concerned that the water could have contaminated the fresh surgical site and dressing.